Manufacturer narrative:
Although requested, pt information was not provided.

Event description:
During pt use, a 'low fio2' alarm occurred after four hours of use. Fio2 displayed 21% and 60% setting. Replacing the o2 sensor resolved the issue. No pt injury was reported in this case.